Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reset issue was verified; however, the charging issue could not be identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the pump reset unexpectedly. The customer's blood glucose (bg) was 277 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.